Event description:
The complaint was reported as: the customer alleges that a 19g arrow theracath epidural catheter was used on a pt. The catheter did not freely withdraw with the needle. The stylette was re-inserted to assist with the removal which then sheared approx 5cm from the tip of the catheter. The tip remained inside the epidural space after consultation with a neurologist. (B)(4).

Manufacturer narrative:
The investigation is incomplete at the time of this report.